Event description:
It was reported that the user experienced very high blood glucose readings and detected an insulin odor, then removed the infusion site and cartridge and observed insulin in the cartridge chamber, suggesting a cartridge leak potentially related to loading technique or overfilling. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included prolonged elevated glucose above 180 mg/dl for approximately eight hours with device alerts for prolonged high glucose, no backup therapy use, no ketone testing, and no medical intervention, followed by improvement after supplies were replaced and proper loading steps were followed. Investigation included customer service troubleshooting and guided replacement of infusion supplies and cartridge with attention to correct assembly sequence and avoiding overfill. Investigation of this case revealed a suspected cartridge leakage during loading, consistent with an overfilled cartridge and improper assembly sequence leading to insulin in the chamber and inadequate insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user-related loading error resulting in leakage and under delivery.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.